Event description:
The customer reported that the jaws would no longer open after being applied to pt tissue. The surgeon was able to remove the jaws and there was no pt injury. The device was returned to covidien and visual inspection noted that the webbing was protruding from the hinge.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.